Manufacturer narrative:
Additional information event: additional information has been received stating that the complaint device was only placed in the patient for "probably half an hour". The device was being used to implant a stent at the time of separation. The stent was the only item utilized through the complaint device. Resistance was felt during the removal attempt, causing the sheath to separate. The physician had to use forceps to remove the segmented piece. Reportedly, the patients anatomy was "normal". Investigation: evaluation: a review of the complaint history, documentation, drawing, instructions for use (IFU), manufactures instructions, quality control, and specifications were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known. However, (B)(4) was opened from the same reported information from the same customer as (B)(4) as it was stated that similar events happened in two separate procedures. A search of the customer's order history of kcfw-8.0-35-55-rb-hfanl1-hc device showed that two devices had been sent to the customer in 2018. The two lots associated with these devices were 8647832 and 9048533. A review of lot: 8648732 revealed no nonconformances related to this failure mode. A review of lot: 9048533 was completed as well and revealed no nonconformances related to the reported failure mode. Additionally, the device was shipped with instruction for use (IFU) which note:¿avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit." It goes on to say, ¿in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath.¿ furthermore, a review of the manufactures instructions and quality control procedures was completed and revealed no gaps. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: g5. This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). According to the initial reporter, only one device will be returned to the manufacturer for evaluation, but it is unsure which complaint file it will belong to (related report reference number 1820334-2018-03227). PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an iliac endovascular stent placement the valve of the flexor high-flex ansel guiding sheath separated. The sheath was placed in the groin, for the placement of an atrium stent. It is unknown whether an ipsilateral or contralateral approach was used. It is also unknown whether there was tortuous or calcified anatomy. No resistance was noted during insertion. However, even with the dilator reinserted, there was noticeable resistance upon removal, which lead to the valve separation. Reportedly, the physician had to use forceps to successfully remove the remainder of the device. According to the initial reporter, this same situation had occurred on two separate procedures (second event captured on report reference number 1820334-2018-03227). However, only one device will be returned to the manufacturer for evaluation, and it is unknown which complaint file it will belong to. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects related to this occurrence. It was reported that the patient's outcome was "normal".